Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure and the procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the system doesn't emit radiation. Review of the log file confirmed the reported malfunction. The fse performed the functional analysis and identified that there was failure in the power supply. As a part of troubleshooting action, the software loading was performed. The fse then replaced the power supply to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system does not emit radiation. No harm was reported to philips. Philips has started an investigation of this complaint.